Event description:
It was reported that upon testing prior to insertion, a integra dp pediatric burr hole system-dp valve, the range registered 60mmh20. The unit was not in contact with the pt, there was no revision, delay or injury involved with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.